Event description:
Pt had implants 2004 w/o complications. Approx 1mo ago had rev of bil breast due to aesthetic c/o. Approx 4/2005 had inj of further saline into the rt breast due to asymetry (none of these px performed at this hospital). Had not opened their dressing since. Presented w/2 day hx of fever & malaise that got worse. Had been on keflex since surgery. At presentation in ed their systolic bp was in 60s, pulse 123. Bp went up to 91 after 3l of fluid and dopamine. Rt breast surgical incision w/some erythema, tenderness & duration, but no drainage. Admitted w/sepsis 6 days later suspected from rt breast implant. The 2nd day had removal of both implants. Discharged in 4 days later on oral antibiotics.